Event description:
It was reported that the device had a base hardware failure. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A ¿base hardware failure¿ was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the interconnect pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.